Event description:
The customer contacted stryker to report that their device failed to power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. H3 other text : not returned to manufacturer

Manufacturer narrative:
The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to power on. There was no report of patient use associated with the reported event.